Manufacturer narrative:
Visual examination of the spyscope ds device found no issues. The distal cap was not detached from the steering ring when received. Functionally, the device was plugged into a controller; it did initialize and display a live image. No image issues were observed. The device showed no evidence of the alleged issue or any defect which could have contributed to the event. The complaint was not confirmed. Therefore, the most probable root cause is not confirmed. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the biliary tree during an endoscopic retrograde cholangiopancreatography (ercp) with spyglass procedure performed on (B)(6) 2016. According to the complainant, during the procedure in the hilar while attempting to take a biopsy using a spybite forceps, a metal ring was noticed that got detached from the tip of the spyscope ds catheter and remained in the patient's liver. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information as of february 1, 2016. According to the physician, it is unknown as to where the small metal ring came. Due to its ring-shape, the fluid could flow through it. The x-ray revealed that the metal ring remained lodged in a second order duct, and it is unknown if the metal ring will pass because of the presence of cholangiocarcinoma in the duct. A repeat x-ray has not yet been performed. The physician has no further interventions planned because of patient's likely diagnosis and poor prognosis.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the biliary tree during an endoscopic retrograde cholangiopancreatography (ercp) with spyglass procedure performed on (B)(4) 2016. According to the complainant, during the procedure in the hilar while attempting to take a biopsy using a spybite forceps, a metal ring was noticed that got detached from the tip of the spyscope ds catheter and remained in the patient's liver. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information as of february 1, 2016. According to the physician, it is unknown as to where the small metal ring came. Due to its ring-shape, the fluid could flow through it. The x-ray revealed that the metal ring remained lodged in a second order duct, and it is unknown if the metal ring will pass because of the presence of cholangiocarcinoma in the duct. A repeat x-ray has not yet been performed. The physician has no further interventions planned because of patient's likely diagnosis and poor prognosis.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the biliary tree during an endoscopic retrograde cholangiopancreatography (ercp) with spyglass procedure performed on (B)(6) 2016. According to the complainant, during the procedure in the hilar while attempting to take a biopsy using a spybite forceps, a metal ring was noticed that got detached from the tip of the spyscope ds catheter and remained in the patient's liver. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.